Manufacturer narrative:
(B)(4). Evaluation results: lot number, implant and explant dates were not provided. Conclusions: removal of implant.

Event description:
A physician presented observations which were obtained by reviewing stent grafts. The physician plans to publish a paper which includes these observations. The stent grafts which were investigated were five talent stent grafts of which one showed signs of stent graft fracture (reference file 2953200-2011-00690) and the remaining four showed signs of stent graft holes (reference files 2953200-2011-00691, 2953200-2011-00692, 2953200-2011-00693 and 2953200-2011-00694). Medtronic was not able to obtain detailed case observation such as anatomy, reason for explant and pt status. The actual stent grafts and associated delivery systems were not returned to medtronic. No further information was rec'd.